Event description:
It was reported that during testing conducted at the MFR facility, sparks or arcs were coming from the potted trigger when activating the device. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.